Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No unexpected numbers were ramping on their own. The pump was unable to perform the occlusion test due to button anomaly.

Event description:
The customer reported via phone call indicating high blood glucose readings and a button error on the insulin pump. The customer's blood glucose was 482 mg/dl. The customer stated that the numbers were ramping up on their own. The customer stated that the scroll bar was not moving without any input. The customer stated that the buttons might not be stuck. Customer was advised to discontinue use of the device and to revert to a backup plan. The customer will be sent a replacement pump.